Manufacturer narrative:
G4: 05feb2020. B4: 06feb2020. The field service engineer (fse) confirmed the problem. The fse replaced the touchscreen and put it back in service. The fse confirmed that the event did not occur during patient use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator with a faulty touch screen. The event was reported to have occurred during clinical use, however, there was no allegation of patient harm.